Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a stent migrated. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A 3 x 38 promus elite was advanced and deployed in the ostium of the lad. After deployment, it was noticed that the proximal edge of the stent was shifted and had missed the ostium. To cover the missed ostium and to open the plaque area, another 3.5 x 12 promus elite stent was deployed proximally to the first stent, overlapping it and covered the missed ostial lesion. The procedure was successfully completed, and the patient was reported to be stable.